Event description:
At about 10 months after primary, the patient came in reporting pain and the surgeon observed that the glenoid component had shifted and that one of the screws, it is unknown which one, was broken. It has been reported that 2 peripheral screws were used in the initial surgery in addition to a central grs screw. One of the peripheral screws broke at some point and had to be removed in 2 pieces. The central screw came out with the baseplate. The other was removed without issue. The surgery was completed successfully revising glenosphere, liner, 2 screws and baseplate. According to the patient, no trauma has been reported. Bone quality is good. Moreover, no bone graft performed in the primary.

Manufacturer narrative:
Batch review performed on 20-dec-2024. Lot 2307090: (B)(4) items manufactured and released on 22-nov-2023. Expiration date: 2028-11-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department. Revision 10 months after rsa, due to mobilization of the glenoid and breakage of a baseplate screw. The rsa was a conversion from anatomical to reverse, with very poor condition of the humerus, no info received of the status of the glenoid bone which in any case required a fw reconstruction system, so it is conceivable that it was compromised to an extent. The patient came in reporting pain and from the images the glenoid component had shifted higher compared to the original position, this is visible comparing the image done right after the primary and the post-op image taken 2 weeks before the revision surgery. The breakage of the screw is also visible. According to report, the patient didn't have any trauma and bone quality is good. 2 peripheral screws were used, from the image it seems that it was used one in mediolateral and one in anteroposterior, however, according to the surgical technique 2 screws should be first put 1 inferior and 1 superior to the center of the baseplate. Other devices involved: reverse shoulder system 04.01.0161 glenoid polyaxial locking screw - l30 (k170452) lot 2338195: (B)(4) items manufactured and released on 06-dec-2023. Expiration date: 2028-11-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0161 glenoid polyaxial locking screw - l30 (k170452) lot 2340116: (B)(4) items manufactured and released on 13-dec-2023. Expiration date: 2028-11-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.